Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x16mm synergy stent, the physician noticed that the stent struts were not fully intact. No patient complications reported as the device did not enter the patient's body.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00x16mm synergy stent, the physician noticed that the stent struts were not fully intact. No patient complications reported as the device did not enter the patient's body.

Manufacturer narrative:
Initial reporter address: (B)(6). Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The proximal end of the stent was damaged with the stent struts lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.